Manufacturer narrative:
The device was returned for evaluation. There are particles all around the o-rings and on the outer surface of the tip and body. The irrigation sheath/sleeve is broken off and is missing. There are particles visible between the aspiration needle and what is left of the irrigation sheath/sleeve. There are particles in the aspiration port. The investigation is ongoing.

Event description:
A user facility in france reported that particulates were detected during surgery. The particulates entered the patient eye and were removed. There was no patient impact.